Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that following a procedure the patient reported during a six month follow up that he experienced problems walking about, problems with washing/dressing self, problems with usual activities and moderate pain. Additionally, during a 1 year post operative follow up, it was reported that the patient continued to experience problems walking about, problems with usual activities, and moderate pain. No additional information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will be reported on 3002806535-2018-00761.